Event description:
The physician performed a hyoid and tongue suspension using the encore system. Eight months later the patient reported with irritation and a granuloma in the submental area around the implanted bone anchors.